Manufacturer narrative:
The insulin pump received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to perform alarm test, low battery, bad battery alarm and unable to verify motor error due to no button response. The insulin pump was received with protruded/loose drive support disk.

Event description:
It was reported that the insulin pump was left in clothes and went through the washing machine. The blood glucose reading is 203 mg/dl. After the insulin pump was washed, customer noticed frequent motor error and low battery alarms. Advised customer that the insulin pump will be replaced. Nothing further reported.